Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive esc button. The blood glucose reading was 114 mg/dl. The customer stated that she had been outside gardening; the device had been inside her bra and she was sweating. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The esc and act buttons did not respond due to corroded keypad traces. No moisture damage on electronics noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.